Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error occurred due to a fault in the imaging unit, the image is not displayed and unable to read the ID due to damage on the charge coupled device unit, and corrosion on the distal end caused no electrical continuity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited b30 scope communication error, no image, corrosion on distal end and air valve was corroded. There was no patient involvement.